Manufacturer narrative:
(B)(4). Sample availability and lot number is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a low drain volume (ldv) alarm on the homechoice (hc) machine during initial drain. The patient stated the line was clear except for a few air bubbles.

Manufacturer narrative:
(B)(4). Follow up with the patient revealed that she was able to continue with therapy and no medical intervention was required. She stated that the supplies were discarded at the end of therapy. Additional information: this complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the most likely cause of the ldva is the air in the patient line. The patient bypassed ldva's because her nurse stated it was okay if there were ldva's. Labeling was reviewed and is adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).